Manufacturer narrative:
B3/d10: the events occurred between may 3, 2025, and may 11, 2025. E1: initial reporter address: (B)(6), e1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (08) large volume infusors underinfused during patient infusion via a midline peripherally inserted central catheter (PICC). The expected infusion time was 24 hours; however, the devices never fully emptied. There was approximately 20-50ml residual fluid remaining in the devices. The devices contained 18000mg piperacillin/tazobactam in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: eight (8) devices were received for evaluation with 26, 28, 29, 30, 31, 33, 34, and 121 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The samples were determined to be a conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a3a, h4, h6 (update codes), h11. H4: the lot was manufactured between july 29-30, 2024. H11: the actual devices were not available; however, photographs of samples were provided for evaluation. Visual inspection of the photos showed fluid inside the bladder which suggested possible underinfusions may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.